Event description:
The customer reported a battery fail message displayed on screen. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.